Event description:
Immediate implantation. Doctor feels that the patient had function (occluded) on the implants. Noted that pt removed provisional bridge as well. That would have exposed the implants.